Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the daughter experienced high blood glucose. The customer blood glucose level was 460 mg/dl at time of incident. Customer treated with insulin pump. They were unable to troubleshoot for high blood glucose level as the insulin pump was stolen. The insulin will not be returned for analysis.